Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the user did optical registration on patient that is on prone, using MRI exams. After registration, the system was showing instruments in the wrong place. They switched to another navigation system. This occurred intra/peri-operatively with less than one hour delay to surgical time. Patient outcome is unknown.